Event description:
It was reported that this right ventricular (rv) shock lead impedance (sli) has gradually increased to out of range levels and continues to slowly increase. The rv pacing impedance and rv sensing are stable, and there have been no events with noise. Troubleshooting was discussed. Furthermore, a defibrillation threshold (dft) test was performed, and the shock lead impedances were in range. No additional adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this right ventricular (rv) shock lead impedance (sli) has gradually increased to out of range levels and continues to slowly increase. Last reported measurement was about 150 ohms. Rv pacing impedance and rv sensing are stable, and there have been no events with noise. Troubleshooting was discussed and the patient will be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.